Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of several no delivery alarms on their insulin pump. Customer's blood glucose level was 462mg/dl. Troubleshooting was conducted. The customer states they have called previously and troubleshot for no deliveries but continue to receive the alarms. The customer declined to continue troubleshoot. The customer is receiving a continuation of therapy pump, but the customer declined to return the out of warranty pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners and a cracked belt clip slot.